Manufacturer narrative:
On (B)(6) 2016 11:39 am (gmt-5:00) added by (B)(6) ((B)(4)): the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro 2 extension cable end broke off. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). This is a reusable OEM device; therefore, a lot history review was not applicable. A lot number was not provided and the specific product serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance. The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use were observed. The cord was broken at the jacket/collar of the 4 pin connector. The detached jacket/collar was not returned. No other non-conformance was observed. Based on the returned condition of the device and the results of the investigation, the reported complaint was confirmed. The most probable cause is breakage of device during disconnection from the hemopro 2 or power supply adapter. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro 2 extension cable end broke off. The hospital did not report any patient effects.